Event description:
The customer had reported that the summit sample handler has misread barcodes while running hepatitis core and hcv assays. The field engineer tried to obtain details from the customer but the customer has not provided the requested info to date. No error message was given. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-03902-08.